Event description:
The patient presented with coarctation at the proximal margins of the aneurysm. In july 2005, the clinician implanted three gore thoracic endoprostheses for the treatment of the aneurysm. At a follow-up visit, a type iii endoleak was detected with device invagination. Later in 2005, a palmaz stent was implanted to correct the endoleak and invagination. During the next 48 hours, the patient's urine output diminshed. In 9/05, imaging revealed the palmaz stent had moved, causing a reoccurrence of the invagination. An additional palmaz stent was deployed to correct the invagination which resulted in the blood returning distally and urine output recovering. The clinician believed the coarctation may have caused the events which led to the reintervention. Following the procedure, the patient's condition was stable.